Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2017, product type: screening device. Product ID: neu_stylet_acc, serial# unknown, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported via the manufacturer¿s representative (rep) they were doing a trial on (B)(6) 2017 and they couldn't get stimulation up to 10.50 volts and were unable to get stimulation through the lead. The hcp repositioned the lead and even moved it to the other side on the multi-lead trialing cable (mltc), but still got impedance results of greater than 10,000 ohms on all contacts. The rep. Tried to reprogram and run stimulation a little but the hcp lost patience and wanted another lead. Another lead was used which tested fine. Following this the consumer recovered without sequela with no patient injury reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977d260, serial # (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017 product type screening; device product ID neu_stylet_acc, serial # unknown, product type accessory. Analysis of the lead, serial # (B)(4), found no anomalies as it passed all functional testing in the laboratory